Event description:
The customer reported the ac power module was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not working. There was no reported pt involvement. The customer confirmed the module would not charge the batteries. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the module would not charge the batteries.